Manufacturer narrative:
A visual inspection was performed on the exterior of the device and no physical damage was observed. During functional evaluation, the returned mdu shorted out port a of the dii test control unit used. Cause of the short are bent pins on the power cord connector. The complaint was verified and the root cause was determined to be associated with the possible misalignment of the connector during controller connection evident by the bent pins on the power cord connector.

Event description:
It was reported the powermax elite mdu hand control shorted out. A back up device was utilized to complete the procedure. No patient injury or complications were reported.